Event description:
It was reported that the wake button on their device was no longer functioning. There was no adverse impact to the customer's blood glucose level. No further information was provided.